Event description:
It was reported that during a shoulder arthroscopy, metal shavings were seen flaking off in the patient after approximately six (6) minutes of use. The device was removed from the patient and the shoulder was irrigated to flush out the metal flakes. No x-ray was necessary to find the metal and this incident prolonged the procedure by 20-30 minutes. Multiple requests were made for more information, but no information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after the device evaluation if the device is received. No lot number was provided so the device history record could not be reviewed for discrepancies.